Event description:
A surgeon reports that following intraocular lens implant surgery, he has two pts with a "flipped or skewed axis". Add'l info, including pt status, has been requested. There are two MFR's device reports associated with these events.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 3/14/2008, 3/18/2008 and 3/26/2008 by phone, mail and fax. Pt records were received. A completed questionnaire has not been received.